Event description:
Boston scientific received information that during the implant procedure, when the right ventricular (rv) lead was inserted into the header of the device, there was ventricular pacing but no sensing. The lead was tested with the pacing system analyzer (psa) and yielded appropriate pacing and sensing. Subsequently a different device was implanted with the same rv lead and successfully paced and sensed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.